Manufacturer narrative:
The facility did not request service. The phaco handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during a cataract extraction procedure, a patient experienced a wound burn. The doctor indicated he put the phaco tip through the incision and irrigation was working correctly. After performing three to four passes of the sculpt, he noticed that the cataract had turned white and was "agglutinating." Then he noticed there was a wound burn. The phaco tip was removed from the patient's eye and passed to the scrub nurse who commented that the distal end of the handpiece near the tip was hot. The surgeon had not noticed any change in the temperature of the handpiece. Another handpiece and tip were primed and tested and the case was completed with no further incident.